Event description:
While reviewing the programming history for the patient's vns generator a defaulted diagnostic test was noted to have changed the patient's vns generator settings to unintended settings. On (B)(6) 2012 the patients settings were output current= 1.75 ma/ frequency= 30 hz/ pulse width= 750 usec/on time= 30 sec/off time= 5 min / magnet output current= 2.75 ma/ pulse width= 500 usec / on time= 60x sec. The physician then ran a diagnostics test which faulted. The vns generator's settings was then programmed to its default settings. The physician then programmed the vns generator back to the patient's previous settings but did not program the "off time" back from 60 min. The physician also did not program the magnet output current from 1 ma. On (B)(6) 2013 the physician programmed the off time from 60 min to 5 min, and the magnet output current from 1 ma to 2.5 ma.

Manufacturer narrative:
Analysis of programming history.